Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of device film was confirmed. The service technician observed near the distal end, an unidentified material was found while brush was passed. A hole was found in the insertion tube. Unidentified material was discovered sticking near the plastic cover. Leak test was performed and passed. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the distal bending section of the device was covered in a sticky, oily film. The bronchoscope was used for the application of bioglue. Prior to the application, lipodel was applied to the site. The bronchoscope flushed easily and the film did not seem to be from the bioglue. There was no patient injury reported.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed the subject device¿s conformity to the shipping test. It was confirmed that no repair was done to the subject device within the last one year. Upon inspection and testing, foreign material came out from the working channel when a brush was inserted into the channel. In addition, a sticky substance adhered to the distal end rubber insulation which also had part of its glue peeling off. Sticky substance was also observed on the universal cord. There was a pinhole on the insertion part, which indicated that it is not electrically insulated. The light guide lens was also scratched. Per the customer, the sticky substance found is most likely the lipodel that was applied prior for using for the application of the bioglue. Insufficient cleaning of the channel and residual substance because of it, is the likely cause of the event, since the foreign substance emerged from the channel when a brush was inserted into it. The customer communicated that the working channel likely may not have been properly cleaned in the first try, but it was cleaned successfully after the third time. It can be inferred that the customer's way of reprocessing might have deviated from the IFU. The instructions for use includes the following warning about the inappropriate reprocessing of the channel: warnings and cautions : all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.